Event description:
Additional information received reported that the implant date was 2007 (B)(6).

Event description:
It was reported the pump was explanted. It was reported the pump was in safe state and looked to be giving minimal flow. It was reported the patient recovered fully. It was stated the pump was removed for normal battery depletion. It was noted the pump was implanted on (B)(6) 2007. It was reported the pump reset occurred, reset occurred due to low battery, and pump in safe state all occurred on (B)(6) 2014. The pump was used to deliver baclofen. Additional information noted the patient had cerebral palsy and no adverse issue were observed from the safe state. It was noted this occurred approximately 6 hours prior to the scheduled replacement. It was reported the patient was good and the pump was replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned pump revealed the battery had high resistance.

Event description:
Additional information was requested to verify the implant date, however, (B)(6) 2014 was provided as the implant date. Additional clarification was requested.